Event description:
It was reported, that the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: consumer reported, needle clog during priming. Stated, that there is no insulin flow. Consumer does not re-use. Lot #: 9025794, catalog #: 320122, date of event: unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. And the root cause is undetermined. A lot history review was carried out, and no related non conformances were raised in association with this packaged lot. Concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was unable or difficult to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. Lot #: 9025794; catalog #: 320122; date of event: unknown.